Event description:
It was reported that the patient was not getting an adequate pain relief due to lead migration and high impedances on the left lead. Reprogramming was attempted, however, unsuccessful. The patient underwent an explant procedure. The explanted leads were not returned as they were kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 19748565.